Event description:
Hospital reported small v patch was used for small umbilical hernia on (B)(6) 2013. Small v patch was explanted due to mesh infection on (B)(6) 2013. Size of hernia 2-6 cm. Open hernia repair, mesh position retro-rectus, method of fixation permanent sutures. Infection was not cultured. Antibiotics administered.

Manufacturer narrative:
A final report will be submitted after the completion of the investigation into this event.